Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the physician replaced a pump and for a month, the patient told him that they felt terrible and did not think the pump was working. He put me under fluoroscopy and said the gears in the pump were moving. After doing this a few times, it was suggested to pull the meds out of my pump to see how much of the 18 milliliters had been pumped. They drew 18 milliliters out and had to have another pump put in.